Manufacturer narrative:
H10: a lot history review was performed. Medical records were provided for review, and filter tilt, perforation, and limb detachment were confirmed. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model rf310f vena cava filter at some time post filter deployment, it was alleged that the filter detached and tilted with the filter and filter strut becoming embedded in the ivc wall. Furthermore, it was alleged that the detached filter strut remains within the ivc and is extending beyond the lumen of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. This report was received from one source. This event involved one female patient, 59 years of age and weighs 234 lbs. This patient had no reported patient injury.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model rf310f vena cava filter allegedly detached, tilted, and perforated. This report was received from one source. This event involved one 59 year old female patient that weighs 234 lbs. This patient had no reported patient injury.

Manufacturer narrative:
A lot history review was performed. Medical records were provided for review; filter tilt, perforation, and limb detachment were confirmed. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model rf310f vena cava filter at some time post filter deployment, it was alleged that the filter detached and tilted with the filter and filter strut becoming embedded in the ivc wall. Furthermore, it was alleged that the detached filter strut remains within the ivc and is extending beyond the lumen of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. This report was received from one source. This event involved one female patient, (B)(6) years of age and weighs (B)(6) lbs. This patient had no reported patient injury.